Event description:
It was reported that the smoke evacuator was not working during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The manufacturer field service technician found no issues with the smoke evacuator. The unit was returned to service.